Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford tibia component. Therapy date: device remains implanted; unknown oxford femoral component, therapy date: device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01005 and 3002806535-2018-01006.

Event description:
It was reported that bilateral patient underwent left partial knee arthroplasty and subsequently is experiencing tensing in the back of leg. X-rays have been sent to surgeon for review.

Manufacturer narrative:
(B)(4). UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that bilateral patient underwent left partial knee arthroplasty and subsequently is experiencing tensing in the back of leg. Patient states that he lost flexibility & experiencing severe pain in the back in left knee, gets grinding feel while flexing & bending the knee. A second opinion with another surgeon had indicated that patient need to have both devices removed and replaced. Patient likes to know if there is a problem with devices & is asking for expert opinion from zimmer biomet on the whether there have been errors in the installation of either or both of these devices.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4).